Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The customer alleges that the patient's sample contains an interfering factor against a component of the troponin t assay. The sample resulted in a troponin t value of 167 ng/l. The sample was treated with polyethylene glycol (peg) and repeated, resulting in a troponin t value of 14.14 ng/l. No abnormalities were observed in the patient's electrocardiogram. The sample was tested for troponin I on an abbott platform where it resulted in a troponin I value of 0.001 ng/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). A sample from the patient was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Samples from the patient was provided for investigation. The troponin t and troponin I results obtained by the customer could be reproduced. An interference with heterophilic antibodies could not be confirmed. The samples were analyzed in more detail using size exclusion chromatography. With this method, the presence of an interfering factor of the igg type was identified. This igg type interfering factor caused the false positive test result. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The reagent has been formulated to minimize this effect." The investigation did not identify a product problem.